Event description:
The customer reported that the nurse silenced an ECG leads-off alarm at the central station. She forgot to re-apply the ECG lead to the pt. The central station did not re-alarm because the leads-off status was still in effect.